Event description:
It was reported that the procedure was to treat the calcified common trunk (ostial left anterior descending artery). During unpacking of a 2.5 x 15mm xience prime stent delivery system, it was noticed the device was broken. The device was not used and there was no patient involvement. A second 2.5x15mm xience prime stent delivery system (sds), intended to be implanted in a heavily calcified lesion in the circumflex (cx) artery, was successfully advanced to the target lesion. However, during retraction for repositioning of the sds, resistance was noted. The stent implant was not deployed, and the sds was removed from the patient's anatomy. Upon withdrawal, the stent implant was noted to be flared. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. A non-abbott sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Stent damage was not confirmed. Difficulty to remove the device from the vessel could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional xience prime device referenced is being filed under a separate medwatch report.